Manufacturer narrative:
The impella device was not received by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
A 67-year-old male patient underwent cardiac surgery. Due to post cardiotomy cardiogenic shock / low coronary output syndrome he received hemodynamic support by an impella 5.0, introduced via an aortic arch side to side graft anastomosis. During the explantation process the impella pump separated from the catheter shaft and stayed in the graft. The surgeons performed an unscheduled resternotomy to explant the remaining part of the impella device from graft and aorta. The pump has been successfully removed. The patient suffered no further complication.

Manufacturer narrative:
The investigation into the cannula detachment has been completed since the original report was filed. The device was returned and an evaluation was performed. A visual inspection verified that the pump was found to be detached between below the motor and just before the catheter. Evidence of excessive force was noted and the root cause of the cannula detachment was subsequently noted to be most likely use related. The failure mode will be monitored and trended.